Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned stem did not find any notable damage or debris within the threads of the stem. A scuff ring was observed inside the threaded hole above the actual threads. Dimensional analysis found the thread form to meet print specifications. The stem was able to receive the go end but would no accept the no go end. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-165240 ¿ ringloc bi-polar ¿ 863520; 163661 ¿ cocr modular head ¿ 570270. Customer has indicated that product is in process of being returned to zimmer biomet for investigation. Once the investigation has been competed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip surgery, the surgeon was unable to unthread the impactor from the stem. The implanted stem was then removed resulting in a fracture of the bone and approximately a 45 minute delay in surgery. The fracture was then fixed with cables. Attempts have been made and additional information on the reported event is unavailable at this time.